Event description:
It was reported that during pulse generator change out, the device exhibited backup vvi operation. An attempt to download the device was unsuccessful. The device was explanted and replaced on (B)(6) 2013.